Event description:
The patient reported they believe someone is abusing a cochlear implant with some addons. No additional information provided. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).